Event description:
It was reported that the patient was successfully transplanted.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the transplant was not secondary to a device or therapy related issue and was operating as expected up until the transplant.

Manufacturer narrative:
Manufacturer's investigation conclusion: there were no device related issues with heartmate 3 left ventricular assist system (lvas), serial number (B)(6), reported or identified through this evaluation. Upon further review, the information covered in this record was determined to be non-complaint. It was reported that the patient was transplanted. It was later communicated that the patient was not elevated on the transplant list secondary to a device or therapy related issue and that the device was operating as expected. The device was not returned for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) and patient handbook can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system IFU and heartmate 3 patient handbook are currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system no further information was provided. The manufacturer is closing the file on this event.